Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Analysis was unable to confirm unexpected restart alarm and unable to perform any test due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was completely blank and was vibrating. The customer's blood glucose was 7 mmol/l at the time of incident. The insulin pump was returned for analysis.

Event description:
It was reported by the customer that the insulin pump had been out of use for two and a half hours. The insulin pump alarmed unexpected restart. The insulin pump passed the self-test and displacement test.